Event description:
Needle broke off into arm [device induced injury]. Case description: a consumer reported that spouse, who was introduced to novofine 30 needles in 1999 due to type I diabetes, had a needle break off in their left arm in 2002. Patient uses novofine 30 needles to administer injections with the humalog pen and humulin n pen. On the event date, patient mounted the suspect needle on their humalog pen prior to their injection. A person stated that upon visual inspection the needle was not bent and appeared normal. The patient performed their injection and when patient withdrew the insulin pen the needle broke off at the hub and remained under the skin at the injection site in their left arm. Patient went to the hospital emergency room where an x-ray was performed. Patient did not receive any additional treatment and was sent home. After the event occurred patient switched back to administering their insulin vials with conventional syringes. The person stated that occasionally the patient will touch the needle after it is mounted to the insulin pen to make sure that it is not loose. Person did not recall if this had been done at the time of the event. Patient does not reuse their needles. Two days later patient went to a family physician who suggested that patient consults a surgeon for removal of the needle. No further medical treatment was given. Patient has not recovered yet but is scheduled to see the surgeon in 2002. Comment: based on the follow-up information received on 9 september 2002, this case has been re-classified from a technical complaint to a serious adverse event (intervention required).